Manufacturer narrative:
Per the certificate of conformance, the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device batch record, system risk analysis (sra) review. Lot trending, retains testing, product return evaluation/visual analysis and concomitant product evaluation were not performed as there is sufficient information to determine user error as the cause of the issue. Device batch record indicates test specifications for product release were met. No issues were observed in the release record that would contribute to the reported complaint. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error as the chemical indicator (ci) strips were placed incorrectly in the concomitant sterrad® 100nx unit. The customer stated the ci strips were being stored inside a pouch underneath a loaded tray. The asp technical support representative provided instructions over the phone to the customer and a letter was sent with the instructions for use (IFU) in regards to proper load placement. This issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100_90. Lot number - the correct lot number is 132611-03.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed express cycle on the sterrad 100nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.